Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. The customer's blood glucose (bg) level was 248 mg/dl, which was addressed with a bolus via the pump. However, customer stated that bg level was not "out of the ordinary" for the customer and was not due to an issue with pump/supplies but was "just caused by diabetes".